Event description:
A report was received that the patient will undergo a revision procedure. The physician noticed a red spot on the ipg pocket site. There is no infection, but the physician will like to revise it before it leads to an infection.

Event description:
A report was received that the patient will undergo a revision procedure. The physician noticed a red spot on the ipg pocket site. There is no infection, but the physician will like to revise it before it leads to an infection.

Manufacturer narrative:
Additional information revealed that the patient will no longer undergo a revision procedure. The red spot on the patient's skin went away without treatment.